Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet.

Event description:
The customer reported that the airlife¿ verso¿ airway access adapter is too tight to turn smoothly (does not rotate). Therefore, the trachea tubing got turned inside the patient. End user changed the tubing and adapter. Harm is unknown. As an intervention, the healthcare facility changed the tubing and adapter.